Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test and basic occlusion test due to protruded/loose drive support disk. No motor error alarm noted. Motor passed motor test. The insulin pump had a cracked case at display window corner and a missing end cap sticker.